Manufacturer narrative:
Veeva case: (B)(4).

Event description:
The thing is that as all that dissolves, it sticks to my throat separately, where the holes that enter the cavity are and well, I have to be spitting [accidental device ingestion], the thing is that as all that dissolves, it sticks to my throat separately [medication stuck in throat], I have to be spitting, I have to be cleaning the back of the throat/have to continually spit and clean myself, because I feel like I'm drowning [discomfort], I have to use it up to four times because I feel like I'm drowning. [Device used for unapproved schedule] case description: on (B)(6) 2024 a spontaneous case was reported in (B)(6) by a consumer or other non-health professional via other manual source. The report concerns a female consumer. The consumer received corega (carna+macl powder) batch number and expiry date were unknown for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega, the consumer experienced a medically significant accidental device ingestion (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. On an unknown date, the consumer experienced a medically important condition medication stuck in throat (preferred term: foreign body in throat). The outcome of the event foreign body in throat was unknown. On an unknown date, the consumer experienced a non-serious, device used for unapproved schedule (preferred term: device use issue) and discomfort, (preferred term: discomfort). The outcome of the events device use issue and discomfort was unknown. No medical history was reported. No drug history was reported. The action taken was: for corega was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality for all events with respect to suspect was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I'm the lady, have been buying your product for more than half a year and it's been a month since the glue dissolves. I don't know if it's because of the heat, but it falls apart completely so I have to use it up to four times a day and put it back on the plate to make it last again. The thing is that as all that dissolves, it sticks to my throat separately, where the holes that enter the cavity are and well, I have to be spitting. I have to be cleaning the back of the throat. My question is this product in these cases does not hurt because everything goes down the throat. I have to continually spit and clean myself, because I feel like I'm drowning. So I want to know if this colleague's glue doesn't have a side effect because a lot of it is staying on me and a lot of it goes away with my saliva. I don't know, I had been very happy because all these months that I've been doing it. Used". The report is being resubmitted to capture corrections. The information was received on 2024-06-14 and is as follows: in device details device report type was added as serious injury. The report is being resubmitted to capture corrections. The information was received on (B)(6) 2024 and is as follows: device code type "health effects - health impact was updated from appropriate term / code not available (e2402) to appropriate term/code not available (f28). This report is being resubmitted to capture corrections. The information was received on (B)(6) 2024 and is as follows: suspect product was updated from carna+polma unknown to carna+macl powder and coded using mexico registration.

Manufacturer narrative:
Veeva case: (B)(4).

Event description:
The thing is that as all that dissolves, it sticks to my throat separately, where the holes that enter the cavity are and well, I have to be spitting [accidental device ingestion]. The thing is that as all that dissolves, it sticks to my throat separately [medication stuck in throat]. I have to be spitting, I have to be cleaning the back of the throat/have to continually spit and clean myself, because I feel like I'm drowning [discomfort]. I have to use it up to four times because I feel like I'm drowning [device used for unapproved schedule]. Case description: on (B)(6) 2024, a spontaneous case was reported in mexico by a consumer or other non-health professional via other manual source. The report concerns a female consumer. The consumer received corega (carna+polma unknown) batch number and expiry date were unknown for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega, the consumer experienced a medically significant accidental device ingestion (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. On an unknown date, the consumer experienced a medically important condition medication stuck in throat (preferred term: foreign body in throat). The outcome of the event foreign body in throat was unknown. On an unknown date, the consumer experienced a non-serious, device used for unapproved schedule (preferred term: device use issue) and discomfort, (preferred term: discomfort). The outcome of the events device use issue and discomfort was unknown. No medical history was reported. No drug history was reported. The action taken was: for corega was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality for all events with respect to suspect was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I'm the lady, have been buying your product for more than half a year and it's been a month since the glue dissolves. I don't know if it's because of the heat, but it falls apart completely so I have to use it up to four times a day and put it back on the plate to make it last again. The thing is that as all that dissolves, it sticks to my throat separately, where the holes that enter the cavity are and well, I have to be spitting. I have to be cleaning the back of the throat. My question is this product in these cases does not hurt because everything goes down the throat. I have to continually spit and clean myself, because I feel like I'm drowning. So I want to know if this colleague's glue doesn't have a side effect because a lot of it is staying on me and a lot of it goes away with my saliva. I don't know, I had been very happy because all these months that I've been doing it. Used". The report is being resubmitted to capture corrections. The information was received on 2024-06-14 and is as follows: in device details device report type was added as serious injury. The report is being resubmitted to capture corrections. The information was received on 2024-06-14 and is as follows: device code type "health effects - health impact was updated from appropriate term / code not available (e2402) to appropriate term/code not available (f28).

Manufacturer narrative:
Veeva case: (B)(4)

Event description:
The thing is that as all that dissolves, it sticks to my throat separately, where the holes that enter the cavity are and well, I have to be spitting [accidental device ingestion] the thing is that as all that dissolves, it sticks to my throat separately [medication stuck in throat] case description: on (B)(6) 2024 a spontaneous case was reported in mexico by a consumer or other non-health professional via other manual source. The report concerns a female consumer. The consumer received corega (carna+polma unknown) batch number and expiry date were unknown for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega, the consumer experienced a medically significant accidental device ingestion (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. On an unknown date, the consumer experienced a medically important condition medication stuck in throat (preferred term: foreign body in throat). The outcome of the event foreign body in throat was unknown. On an unknown date, the consumer experienced a non-serious, device used for unapproved schedule (preferred term: device use issue) and discomfort, (preferred term: discomfort). The outcome of the events device use issue and discomfort was unknown. No medical history was reported. No drug history was reported. The action taken was: for corega was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality for all events with respect to suspect was not reported. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I'm the lady, have been buying your product for more than half a year and it's been a month since the glue dissolves. I don't know if it's because of the heat, but it falls apart completely so I have to use it up to four times a day and put it back on the plate to make it last again. The thing is that as all that dissolves, it sticks to my throat separately, where the holes that enter the cavity are and well, I have to be spitting. I have to be cleaning the back of the throat. My question is this product in these cases does not hurt because everything goes down the throat. I have to continually spit and clean myself, because I feel like I'm drowning. So I want to know if this colleague's glue doesn't have a side effect because a lot of it is staying on me and a lot of it goes away with my saliva. I don't know, I had been very happy because all these months that I've been doing it. Used". The report is being resubmitted to capture corrections. The information was received on 14jun2024 and is as follows: in device details device report type was added as serious injury.